Manufacturer narrative:
As alleged, the soft mesh, pre-shaped, was noted to be frayed or already cut and in a different shape than usual prior to use. The sample has been returned for evaluation; however, sample evaluation is ongoing at this time. A supplemental MDR will be submitted upon the completion of the evaluation. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open inguinal hernia repair on (B)(4).2025, the soft mesh pre-shaped, appeared to be frayed or already cut with scissors and was shaped differently than usual. The issue was identified when the mesh was removed from the packaging. As the mesh looked different than usual, the surgeon asked if it was cut, but it had not been. Per information reported, a new mesh from the same lot was used to successfully complete the procedure. There was no patient injury,

Event description:
As reported, during an open inguinal hernia repair on (B)(6) 2025, the soft mesh pre-shaped, appeared to be frayed or already cut with scissors and was shaped differently than usual. The issue was identified when the mesh was removed from the packaging. As the mesh looked different than usual, the surgeon asked if it was cut, but it had not been. Per information reported, a new mesh from the same lot was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
As alleged, the soft mesh, pre-shaped, was noted to be frayed or already cut and in a different shape than usual prior to use. The sample has been returned for evaluation; however sample evaluation is ongoing at this time. A supplemental MDR will be submitted upon the completion of the evaluation. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Based on returned sample evaluation performed, the reported condition of the mesh (cut/frayed) is confirmed as manufacturing related. It was determined that condition may have originated at manufacturing area during the hot knife shape process, which could be caused by mishandling of the unit by the operator during the cutting process. An awareness dissemination was provided to soft mesh personnel to emphasized the importance of product handling during the manufacturing and inspection process. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.